Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture (baker grade iii). Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, wear abrasion, yellow particles on the surface of the shell, deformation, bubbles. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture (baker grade iii). The device has been explanted.